Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon ruptured in a form of a pinhole at 11atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.